Event description:
The customer reported that the device was "locking down" with a red x and an equipment disabled message with prompt for a passcode. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.